Event description:
Filled endoclamp with 33cc of nacl 0.9%. Balloon perforation occurred at 11:30am. Intervention required with chitwood clamp to occlude aorta. Upon removal of endoclamp it was noted that there was a 2cm laceration on the balloon.

Manufacturer narrative:
Device not returned.